Event description:
During decortication of the sacroiliac joint, the surgeon used the decorticator device as intended but noted the patient had an area of hardened joint. He noticed the kerfed tubing was bent and retracted and removed the tubing. During his efforts to pull the tubing through the cannula, a piece of the cutting element broke and became embedded in the joint. The surgeon attempted to retrieve the broken piece with suction and a long pituitary, but ultimately left it in the joint. The surgeon indicated the patient was doing well and home from the hospital the following day with great pain relief.